Event description:
Ous MDR - after an implantation period of approx. 9 months, an increasing shock impedance was reported. No adverse patient side effects have been reported. The lead was explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed abrasion marks along the lead body. Further inspection showed a squeezed and deformed lead body approx. 33.5 cm distal to the df4 connector pin. In this region the insulation was damaged and the conductor cable to the shock coil was found fractured and the conductor cable to the ringelectrode was exposed. These findings can be considered as the root cause of the reported clinical observations. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. In addition, deformations of the shock coil were observed which resulted most likely from the explantation procedure. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.